Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device does not complete the boot up cycle on ac or dc power. The device would not be available for use in the reported condition. There was no patient use associated with the event.